Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # 1410fqga10183005. Additional information was requested and the following was obtained: I meant: the doctor could charge the clip into the jaw, but when he closed the device, the format of clip had a crossed form. This wrong form of clip made it an object able to cut and drill, also this wrong format of clip could represent a risk to fix the artery wrongly. Did the clip cut an artery? No. If yes, was there bleeding? Na. If yes, how was the bleeding controlled? Na. Was a transfusion required? Na. Was there any change to the procedure itself or patient care as a result? No. The analysis results confirmed that the lx107 device was returned non functional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. No conclusion could be reached as to what may have caused the found condition of the jaws. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.

Event description:
It was reported that during a revascularization infarction, heart surgery in dissection of the mammary artery procedure, the jaws were misaligning. The clipper had already arrived misaligned into the surgical center, making its use for fixing the clip impossible. This is a permanent material that passed by sterilization process and then it was sent to surgical room. Another like device was used to complete the procedure. There were no adverse consequences for the patient.